Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the device failure to accurately detect the power source was due to a defective main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that when an astral device was connected to the main power supply (ac power), it detected the power source to be an external battery (dc power) and failed to charge its internal battery. There was no patient injury reported as a result of this incident.